Event description:
It was reported that when using the bd pyxis¿ es server shown multiple error and user was unable to pull medication, which located on sk.pcun. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was able to login but unable to pull medications. A technical support specialist identified errors in the application debug logs, followed knowledge article (ka), "how-to recover / repair a corrupted dsclientoltp database" by running database corruption checks, then backed up the database and application files to a temporary folder on the d drive and proceeded with database repair due to logical consistency input/output errors and suspect mode, verified missing transactions by checking last successful upload local date time, followed the ka, "proper datasync procedure & how to place new db in es station" to extract transactions from the server, and attempted to restore them, but additional checks errors occurred, requiring full database drop and application repair; after stopping services, backing up and dropping the database, repairing medication application, confirmed the recovery model was set to simple, restarted services, and attempting a full synchronization, encountered repeated clean up partial data errors, which were resolved only after performing a server file synchronization and changing network speed and duplex to 100megabytes (mb) half duplex, allowing the full synchronization to complete successfully. Customer validated resolution by successfully pulling medications. The system functioned as intended after the technical support specialist troubleshot the device.